Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred, and upon removal of the ivus catheter, the guidewire became entangled and was removed along with it. The procedure was completed with another of the same device. There were no patient injuries or complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked. The imaging window and imaging core were also found to be twisted; the catheter was entangled with the returned green and black covered unknown guidewires. The imaging window was observed to be flattened and entangled over the two guidewires. The guidewire exit port, and the distal section of the tip were in good condition. Impedance testing showed an electrical open at the distal end of the catheter, between 0 to 10 cm from the distal housing.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred, and upon removal of the ivus catheter, the guidewire became entangled and was removed along with it. The procedure was completed with another of the same device. There were no patient injuries or complications reported.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred, and upon removal of the ivus catheter, the guidewire became entangled and was removed along with it. The procedure was completed with another of the same device. There were no patient injuries or complications reported.